Manufacturer narrative:
G4:06feb2021 b4:(B)(6)2021 failure analysis on the returned blower assembly shows that the customer complaint cannot be verified. Returned blower passes all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:36mar2021. B4:04apr2021. Per the director of respiratory, the patient was moved to an alternate ventilator due to the reported problem. No delay in therapy or patient harm and therapy continued with no issue with the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
The customer reported that the cooling fan is not working. The field service engineer (fse) evaluated the unit and found that the unit has blower temperature high error in the log. The field service engineer (fse) was unable to verify the reported problem and error. The customer reported that the unit was in use on a patient, but no patient harm was reported. The field service engineer (fse) replaced the blower assembly to address the reported problem.